Event description:
The patient reported admission to the hospital with diabetic ketoacidosis on (B)(6) 2012 with blood glucose (bg) of 27mmol/l and ketones. Treatment was reported to be insulin injections in the high dependency unit for 4 hours. The patient reported transfer to the medical assessment unit where insulin pump therapy was resumed. The patient said that bg resolved to 5mmol/l on injections and rose to 19mmol/l on pump delivery. Reported treatment continued to be pump therapy supplemented with sliding scale insulin injections. The patient reviewed the pump with customer support and noted the following: the time/date was correctly programmed, advanced features were accurately set, the basal rate segments were correct, and the total daily dose amounts add up as expected. The patient disconnected and primed the pump until insulin was seen coming out of the end of the tubing - no leaks or air were reported. The patient revealed a single occlusion alarm the day prior to hospitalization and reported she re-primed the tubing but did not indicate that the infusion set, cartridge, or insulin was replaced at that time. She denied bent cannulas or issues with the infusion sites; she said she usually changes sets every 2-3 days and changed the set on the day of the call ((B)(6) 2012). On (B)(6) 2012, the patient again contacted customer support. The patient was unable or unwilling to describe the events of the intervening days but stated she was still using the pump for insulin delivery. It was said that the patient was admitted to the hospital again on (B)(6) 2012, this time with elevated bg (32mmol/l), ketones, emesis, and a diagnosed infection. The patient said, she was unable to recall the type of infection or the treatment provided. She reported that current treatment for elevated bg in the hospital was insulin via the pump and corrections given by injection on a sliding scale regimen. The patient reported that the bg remained elevated at 25mmol/l. The patient said that on the morning of (B)(6) 2012 her bg was 7.8mmol/l. She said that the bg elevated during the day to 25mmol/l and she alleged that she delivered a 15 unit bolus; she was later transported to the hospital via ambulance. She reviewed the bolus history with customer support and noted that there were no boluses in the history for (B)(6) 2012. She said, she was not aware that the bolus was not delivered. She denied keypad or any other issue with the pump, cartridges, or infusion sets; there were no additional missed boluses, no alarms, and nothing unusual in the pump histories. The patient stated that the basal rates and advanced bolus settings have been adjusted during hospitalization. The patient said that health care professionals told her that the elevated bg was the result of an infection. Customer support was unable to detect any product malfunction and cannot determine the cause of the bg elevation other than a response to infection. This complaint is being reported because, the health care professionals have alleged that there is a non-specific issue with the pump and have insisted that the pump be replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump histories. A review of the pump histories indicated that no boluses were delivered on (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.